Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification. The armada percutaneous transluminal angioplasty (pta) catheter was inflated above nominal but below rated burst pressure but ruptured. Upon removal of the device, there was resistance with the sheath and force was applied. It was noted the rupture was circumferential and a portion of the balloon had folded back and remained in the patient. The patient was transferred to the operating room to remove the remaining portion and was discharged the next day.